Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
The facility reported that the mayfield modified skull clamp loaner (a1059p) was used for a posterior cervical fusion and laminectomy and the device slipped causing laceration to the back of the head and to and above the eyebrow. It is not certain if they needed to stitch the posterior injury; however, dressing was applied. There was surgical delay of 15 minutes to assess and manage injuries, and the patient is now stable and healing well.